Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of hemmorhage is noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure to treat a right middle cerebral artery (rmca) m1 segment occlusion, one pass was made with the device. A hemorrhage at the rmca m1 perforator was noted during the procedure. No other information was provided.

Event description:
During the procedure to treat a right middle cerebral artery (rmca) m1 segment occlusion, one pass was made with the device. A hemorrhage at the rmca m1 perforator was noted during the procedure. No other information was provided.